Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 17-sep-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 17-sep-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 264500 (26.45 u). Dailytotalofbasalinsulindelivered: 128500 (12.85 u). Dailytotalofbolusinsulindelivered: 136000 (13.6 u). 09/17/2023 07:31:11.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 36000 (3.6 u). Bolusamountdelivered: 36000 (3.6 u). 09/17/2023 11:42:47.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 100000 (10 u). Bolusamountdelivered: 100000 (10 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 17-sep-2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, replace battery alert or replace battery now alarm were found in the history files or traces on the event date 17-sep-2023. However, insert battery alarm was recorded and found in the formatted history file on: 09/17/2023 21:24:15.000. 09/17/2023 21:34:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 09/17/2023 21:35:04.000. Power loss alarm was recorded and found in the formatted history file on: 09/17/2023 21:35:13.000. 09/17/2023 21:35:21.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 17-sep-2023 listed on smartsolve and the days prior to the event date. 09/08/2023 , dailytotalofallinsulindelivered: 385000 (38.5 u). 09/09/2023 , dailytotalofallinsulindelivered: 400000 (40 u). 09/10/2023 , dailytotalofallinsulindelivered: 361000 (36.1 u). 09/11/2023 , dailytotalofallinsulindelivered: 351250 (35.125 u). 09/12/2023 , dailytotalofallinsulindelivered: 354000 (35.4 u). 09/13/2023, dailytotalofallinsulindelivered: 392000 (39.2 u).. 09/14/2023 , dailytotalofallinsulindelivered: 369750 (36.975 u). 09/15/2023 , dailytotalofallinsulindelivered: 373000 (37.3 u). 09/16/2023 , dailytotalofallinsulindelivered: 325000 (32.5 u). 09/17/2023 , dailytotalofallinsulindelivered: 264500 (26.45 u). An intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on 17th sep 2023. Troubleshooting was partially performed and found that the cause of death was due to heart attack. The blood glucose level at the time of death was unknown. The customer was wearing the pump at the time of passing. No further patient complications were reported. Customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.